Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the customer provided image confirms both sutures and anchors were not with the device, the depth gauge has been moved from manufactured specification, the actuator is at the most proximal position. A visual inspection revealed that both sutures and anchors were not returned with device, the depth gauge has been moved from manufactured specification, the actuator appears to be returned to the most proximal position after a t2 deployment. No reside on either the needle overmold assembly, needle, or handle. The needle appears to have the manufactured intended curvature. A functional evaluation revealed that the depth gauge moves as intended, the depth knob as you move towards the actuator push assembly has some resistance to it prior to pressing on the push assembly. Once pushed against the push assembly you can feel the resistance, once fully depressed actuator acts as intended clicks when deployed and had to manually move deployment knob back to most proximal position. The second deployment moved much smoother and again had to manually move knob to most proximal position. Some build up inside of the deployment knob only noticeable when deployed. Could not test deployment of anchors as they are not in device. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. A review of the instructions for use found: read these instructions completely prior to use. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during meniscus repair, t1 was deployed, t2 could not be deployed. T1 was removed from the patient. Delay was greater than 30 minutes and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.